Manufacturer narrative:
The evaluation of the customers issue included a review of tickets for lot 56403uq12, which determined that there is normal complaint activity. Trending review determined no trend for depressed results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific for certain patient samples level 1 and 3 qc results were in range. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of carbon dioxide (co2) reagent (ln 7p72-20) lot 56403uq12, was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
Customer reported experiencing falsely decreased alinity I co2 assay results for 10 patients. The customer provided information for only two: sid (B)(6) on (B)(4) initial = 11.6 mmol/l; on (B)(4) repeat = 16.7 mmol/l; sid (B)(6) on (B)(4) initial = 12.7 mmol/l, repeat = 13.0 mmol/l; on (B)(4) repeat = 18.3 mmol/l (customers normal range for an adult = 23 to 31 mmol/l). The customer stated for all the patients who have been tested there is a difference of 3 to 6 mmol but no discrepancy of results on the (B)(4).